Event description:
Device malfunction: balloon would not deflate. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that the agiltrac balloon was inflated in the lt internal iliac artery and on deflation the balloon would not deflate with several attempts. The physician ruptured the balloon with a second non abbott guidewire and removed the balloon. The procedure continued using a non abbott balloon. The pt was doing fine after the procedure. No add'l info available.

Manufacturer narrative:
The pt and device codes were coded by the MFR. A review of the finished device lot history record (lhr) did not reveal any non conforming material reports (nmr's) which could have contributed to this complaint.